Event description:
The pt reported that she has had two blood patches since catheter was implanted in 2006. The pt continues to experience headache in addition to having a swollen knot over the catheter. The pt reported that the hcp is concerned that the catheter may be "broken." An MRI was taken and "distortion" appears around pump image. A follow-up report will be sent if add'l info becomes available to us.